Event description:
The customer reported that the system freezes. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer. The system operates as intended.